Manufacturer narrative:
The investigation into the pump did not start issue has been completed since the original report was filed. Product was returned for evaluation. The cause of the pump did not start issue was use related with pump started several attempts with guidewire in place.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 46-year-old female with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The impella was started while 0.018 wire was still in place. Staff was unable to restart the pump after multiple attempts and alternative controller. A new pump was used successfully. No harm to patient reported.